Event description:
The initial two level acdf was performed on (B)(6) 2014 to fuse c4-c6 vertebral bodies. During a follow up visit it was noted that the left caudal bone screw at c6 had backed out. Revision surgery was performed on (B)(6) 2014. The patient is reportedly doing well post revision surgery. Patient's activity level, compliance with post-surgical instructions and bone integrity are unknown.

Manufacturer narrative:
Nuvasive reference (B)(4). Radiographs received confirm the bone screw back out. The post-operative images don't show any subsidence or dramatic change in the angle of the screws. The bone screw were returned and met design specifications. Review of the device history records notes no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. It is unknown if the patient sustained some impact or fall. The root cause of this reported event has not been determined; no conclusion can be drawn.